Event description:
Alleges flipping device backwards on two different occasions. Alleges not operating on a steep ramp or anything out of the ordinary.

Manufacturer narrative:
The device was returned for evaluation. The alleged incident could not be duplicated.

Manufacturer narrative:
The device has not been made available for evaluation. Should the device become available, or further information be provided, a follow-up report will then be issued.

Event description:
Alleges flipping device backwards on two different occasions. Alleges not operating on a steep ramp or anything out of the ordinary.